Manufacturer narrative:
A tear on the unexposed portion of the cannula diverted fluid from the fluid path into the device, causing an insulin delivery failure and leading to corrosion on internal components. No timeouts or drive stalls were seen in the download data. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 23 mmol/l (414 mg/dl). The pod was worn on the patient's leg for between 24 and 36 hours. As treatment, a new pod was applied.